Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the return fields in oracle is identified as: controller/joystick/options / physical damage / physical damage to inductive, physical damage to cable strain relief. Missing knob and skirt. Complaint was confirmed. The underlying cause is determined to be physical damage.

Event description:
Product was returned for evaluation. The underlying cause documented on the return fields in oracle is identified as: controller/joystick/options / physical damage / physical damage to inductive, physical damage to cable strain relief. Missing knob and skirt. Dealer stated the joystick inductive is loose, causing the chair to move forward on its own.

Event description:
Dealer stated, the joystick inductive is loose, causing the chair to move forward on its own.